Event description:
The customer reported that the pt was burned during an ablation procedure. The burn occurred between the ribs on the pt's right side. A metal probe was being used during the procedure. Information regarding the degree of burn and type of treatment was not available. The pt's stay in the hospital was extended, but it is unk if that was due to the burn.

Manufacturer narrative:
(B)(4). The returned of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.